Event description:
It was reported that post device replacement, the new device showed t wave oversensing despite the t wave sensing algorithm being set to on. The issue was unable to resolved by extending the ventricular blanking because it would limit upper rates. It was noted that the previous device did not present the t wave oversensing despite identical blanking settings. The physician decided to decrease the v sensitivity from 0.3 to 0.45 and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).